Manufacturer narrative:
A medtronic representative inspected the imaging system on-site and a software investigation was completed. On-site, it was found that when the d-drive becomes fragmented, the system may go into standalone mode during the first image save. De-fragmented d drive. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system was entering stand alone mode after saving 2d images. It was reported that initially, the umbilical cable was adjusted and the system was able to be used for 3d imaging. When the system was brought back into the operating room for a post-operative 3d spin, 2d images were saved and the system went back into stand alone mode. This time, adjusting the umbilical cable did not resolve the issue. The image acquisition system (ias) was then rebooted, also without resolution. For this reason, the use of the imaging system was discontinued. The procedure was completed successfully after no delay. The patient was not impacted.